Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they should have gotten a threshold suspend alarm, but did not. The customer states their blood glucose level was 47mg/dl, and their sensor reading was 63mg/dl. The customer treated with glucose tablets. The customer would be calling back at a later time to troubleshoot.